Event description:
Patient at 6 months follow up felt her knee seemed loose and unstable. Waited one year and had revision surgery a 9mm cs was removed and a 13mm cs insert was placed.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Visual inspection indicated the triathlon cs insert showed signs of explantation damage defined by scratches and indentations on the anterior, interior and bearing surfaces. The locking wire is observed to be absent. Third body wear on the bearing surface was also observed. Medical records evaluation not performed as no medical records were provided. There have been no reported discrepancies for the referenced lot. There have been no reported events for the lot referenced. The exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Event description:
Patient at 6 months follow up felt her knee seemed loose and unstable. Waited one year and had revision surgery a 9mm cs was removed and a 13mm cs insert was placed.